Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma, difficulty breathing, exhaustion and concern of damage to the lungs. Medical intervention was asthma medications and steroids. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In the original report, the "outcomes attributed to adverse event" was omitted from the report in error. This report was filed to correct this information. Please see section b2 for this corrected information.